Event description:
It was reported that the customer received a letter of notification for infusion set detachment. The customer requested to exchange his infusion sets. His infusion sets were not detached. His blood glucose level was not reported. The customer also had an issue with his infusion sets not adhering. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.